Event description:
A report was received that the patient had a non-device related fall that smashed the ipg. The patient's stimulation stopped immediately. The ipg was replaced and the patient was reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn, as it was discarded by the medical facility.